Event description:
The customer reported the system would not boot up after being in storage for a long period of time. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The battery pack was identified as being defective. No conclusion can be drawn as repair info is unavailable.